Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection with sepsis. This lead was surgically abandoned before due to noise. Additional information received from the field representative indicated that there was pus in the pocket. There were no additional adverse patient effects reported. The ra lead was explanted.